Event description:
The patient contacted animas on (B)(6) 2012, stating the ok and down arrow buttons were intermittently unresponsive for two months. The patient denied recent trauma to the pump. The patient claimed to not have used any protective accessories. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and ok keypad buttons were intermittently responsive and the contrast button was unresponsive. During investigation, evidence of contamination was found under all key contacts.